Event description:
It was reported that a patient experienced atrial fibrillation, thrombosis, phrenic nerve and was hospitalized. On (B)(6) 2026, the index procedure was performed; a single transeptal puncture was done using non-boston scientific mechanical needle to treat atrial fibrillation. During the index procedure, phrenic nerve function was assessed by fluoroscopy and found normal pre-ablation but altered or damaged post-ablation, with no adverse event documented in the edc and the site queried to confirm reporting; the patient had a history of persistent atrial fibrillation for less than one year (most recent (B)(6) 2025), though 'long-standing persistent atrial fibrillation' was also reported. The baseline medications included amiodarone ((B)(6) 2025 to (B)(6) 2026) and rivaroxaban 20 mg qd ((B)(6) 2025 to (B)(6) 2026); pre-procedure assessments showed af on ECG and holter, labs with hb 122 g/l, hct 37.4%, creatinine 58.8 umol/l, egfr 87.69 ml/min/1.73m, tte with lvef 60% and la diameter 0.48 cm, a computed tomography (CT) scan with normal pv dimensions, and tee confirming an atrial thrombus; the index procedure involved a single transeptal puncture with farawave nav ablation catheter and farapoint ablation catheter, with pulmonary vein isolation (pvi) performed in all four pulmonary veins (24 basket, plus 36 flower applications at 2.0 kv), pwi (18 flower applications at 2.0 kv), cti ablation (28 applications at 2.0 kv), and mi ablation (37 flower applications at 2.0 kv), all confirming bidirectional block and acute procedural success with sinus rhythm at completion, while act was maintained over 300 seconds prior to first pvi but not until device withdrawal, prompting another site query, with no additional ablations or cardioversion performed, and pre-discharge assessment on (B)(6) 2026 did not reassess phrenic nerve function, then the patient was discharged. No other information is available at the moment.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If further information is provided, a supplemental report will be submitted. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.